Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). The device history record could not been reviewed as the lot number was not communicated / not correct. At the time of this report, the device was not analyzed yet. With the available information, the exact root cause of the event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Event description:
An event had been reported on (B)(6) 2018 involving an avantage insert and an avantage cup. At this time, no information were provided on the nature of the event, nor the patient consequences. On (B)(6) 2018, additional information was provided: the patient underwent a revision of the hip implants which had been replaced by cemented avantage products (the date of this revision was not communicated). Subsequently, the patient needed a second revision due to the head of the stem coming out of the insert, leading to a dislocation.

Event description:
Please refer to report 3006946279-2018-00294.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted relay additional information. Avantage cemented shell ss 54mm, reference p0463054, batch 0001238774, avantage e1 insert 28 s 54, batch not communicated and a head were returned and analyzed at manufacturing site. This analysis identified that the femoral head that was used with the avantage products (shell and insert) was not a zimmer biomet product. Zimmer biomet research and development department stated that this product is not compatible with avantage products. Therefore, the most probable cause of the dislocation of the implants is an off-label use of avantage products with a non-compatible femoral head. The device manufacturing quality record could not been reviewed as the lot number was not communicated. According to the available data, the most probable root cause of the event is an off-label use of the avantage products with a non-compatible femoral head. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.